Event description:
It was reported that an expired 3.25x8mm xience skypoint stent was implanted successfully in the left anterior descending artery. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported device expiration issue appears to be related to the use error. A review of the xience skypoint label attached to the lot history record for this lot was conducted indicating a manufacturing date of 16-june-2021 with an expiration date (use by date) of 15-june-2024. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2024. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: note the ¿use by¿ (expiration) date on the product label. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 - medical device problem code 2017 clarifier: use after expiration.